Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® cat (clot activator tube) plus blood collection tubes that there was insufficient clot activator additive. The following information was provided by the initial reporter: also, I received another complaint of the same issue with the red top tubes not separating the cells and serum. I can¿t tell for sure what the material number is on the tube but the lot # is 2332724.

Event description:
It was reported that while using the bd vacutainer® cat (clot activator tube) plus blood collection tubes that there was insufficient clot activator additive. The following information was provided by the initial reporter: also, I received another complaint of the same issue with the red top tubes not separating the cells and serum. I can¿t tell for sure what the material number is on the tube but the lot # is 2332724.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor serum was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and all tubes passed inspection criteria. Complaints for sample quality are under statistical control for the month of may 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor serum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. Customer recommendation: the bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting. In addition, the tube should be filled to the appropriate volume. The IFU for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. Centrifugation (in the case of serum) must be performed after complete clot formation. Appropriate centrifugation time and speed must be utilized according to instructions for use for an individual tube type. Over or under filling tubes will result in an incorrect blood to additive ratio and may lead to fibrin formation. Also, proper mixing (number of complete and gentle inversions) for each tube type is essential for both serum and plasma samples. Storage conditions and temperature are also considerations. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition.